Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Abbvie received a report that a patient was treated with coolsculpting elite using a curve 120 (c120) applicator and a curve 240 (c240) applicator on (B)(6) 2023 and (B)(6) 2023 to the abdomen. Since the patient is 73 inches tall, the provided divided the abdomen treatment area into four sections. The upper section of the upper abdomen did not present paradoxical hyperplasia (ph) symptoms, but the three lower sections of the patient¿s abdomen were indicated as suspected ph after 1 month post treatment [pending an official diagnosed with physician (per provider description)].

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 3/19/2024.

Event description:
Abbvie received a report that a patient was treated with coolsculpting elite using a curve 120 (c120) applicator and a curve 240 (c240) applicator on (B)(6) 2023 to the abdomen. Since the patient is 73 inches tall, the provided divided the abdomen treatment area into four sections. The upper section of the upper abdomen did not present paradoxical hyperplasia (ph) symptoms, but the three lower sections of the patient¿s abdomen were indicated as suspected ph after 1 month post treatment [pending an official diagnosed with physician (per provider description)].

Event description:
Abbvie received a report that a patient was treated with coolsculpting elite using a curve 120 (c120) applicator and a curve 240 (c240) applicator on (B)(6) 2023 and (B)(6) 2023 to the abdomen. Since the patient is 73 inches tall, the provided divided the abdomen treatment area into four sections. The upper section of the upper abdomen did not present paradoxical hyperplasia (ph) symptoms, but the three lower sections of the patient¿s abdomen were indicated as suspected ph after 1 month post treatment [pending an official diagnosed with physician (per provider description)].